Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had sudden drop of its longevity. Boston scientific technical services (ts) explained that this was unexpected battery consumption and suggested to submit for engineering analysis. Further, engineering analysis was performed and result showed that the power level was increased from its expected level that the therapy usage of this pacemaker could not explain the high power. It was stated that possibly there was a hardware defect or malfunction on this pacemaker and should be replaced. Additional information was obtained from the field indicating that the pacemaker had premature battery depletion (pbd) as per the engineers. Further information received indicating that this pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory indicating that the premature battery depletion (pbd) was confirmed. It was stated that the cause of the cell depletion was a high current drain which was caused by a crack on a portion of radio frequency module. Also, the analysis stated that upon review of the device memory there were no faults or error codes noted and internal visual inspection noted no irregularities. Further, the device had passed the automated electrical testing.